Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the right ventricular lead exhibited noise leading to oversensing and pacing inhibition. No intervention was performed. There were no patient consequences.